Event description:
On 23-JUN-2026, it was reported that on or about (b)(6) 2026, the patient experienced hypoglycemia and lethargy following an MRI procedure. The patient reported becoming unresponsive and alleged that blood glucose decreased to below 10 mg/dL; however, this value was not confirmed by fingerstick testing. Emergency department documentation recorded blood glucose values beginning at 52 mg/dL, followed by values of 62, 89, and 123 mg/dL. The patient was treated with intravenous dextrose, recovered, and was discharged the same day.

Manufacturer narrative:
The patient experienced hypoglycemia requiring emergency department treatment with intravenous dextrose following an MRI procedure. The patient initially reported that the iLet and CGM had been removed before the MRI and alleged a blood glucose value below 10 mg/dL. The reported value was not confirmed by fingerstick testing. Available medical documentation recorded a blood glucose value of 52 mg/dL and subsequent improvement to 123 mg/dL following treatment. Engineering review identified a discrepancy between the reported event date and the available device timestamps. The device logs showed that the Dexcom G7 sensor expired and subsequently failed, resulting in an extended period without CGM readings. The iLet initiated BG Run, generated Dosing Stops Soon alerts, and suspended insulin delivery when a required blood glucose value was not entered. The alerts were acknowledged, and a new Dexcom G7 sensor was paired. Following restoration of CGM communication, the iLet resumed insulin delivery based on the available CGM glucose values. Later that day, the device generated Glucose Falling Quickly, Urgent Low Soon, and Urgent Low Glucose alerts. No malfunction alerts, motor errors, or evidence of insulin delivery inconsistent with device requests were identified. The iLet generated the appropriate alerts, suspended dosing as designed when BG Run requirements were not met, and adjusted insulin delivery in response to CGM glucose after sensor communication was restored. The available evidence supports that the iLet operated as intended. The investigation identified delayed response to CGM failure and BG Run alerts, as well as disconnection without pausing the iLet, as potential contributing use factors. However, because of the discrepancy between the reported event date, the medical-record date, and the device timestamps, a definitive causal relationship between these actions, the resumed insulin delivery, and the hypoglycemic event could not be established. No device malfunction was identified, and the precise root cause of the hypoglycemia remains undetermined. If additional information becomes available, a supplemental MDR will be submitted.